Manufacturer narrative:
One used sample without original packaging was returned for evaluation. A visual inspection revealed that the safety device was completely activated. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6146717. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism of a 20 g x 1.00 in. Bd saf-t-intima¿ IV catheter safety system failed to function properly during use. There was no report of injury or medical intervention.